Manufacturer narrative:
The insulin pump was received with cracked case at reservoir tube lip and battery tube threads. The pump was received with minor scratched lcd window and missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack in the case. The customer stated that the pump pressed part from case out by prime. The customer reported the drive support cap to appear normal. The product was returned for analysis.